Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted upon availability of additional information.

Event description:
The customer reported that prior to use on a patient, the intra-aortic balloon pump (iabp) had a fiber optic issue. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and replaced the fiber optic module. The iabp passed all functional and safety tests to factory specifications and was returned to the customer and cleared for clinical use.

Event description:
The customer reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) had a fiber optic issue. No adverse event was reported.